Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data which confirmed the reported high ventricular impedance/resistance and also interference/noise.

Event description:
It was reported the impedance had suddenly jumped to consistently greater than 3000 ohms. Oversensing and no capture were reported along with a lead position question. The lead was capped and replaced due to suspected fracture. No patient complications were reported as a result of this event.